Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. In turn, the patient underwent surgical intervention wherein the patient's scs lead was explanted and replaced on (B)(6) 2019.

Event description:
It was reported that the surgery occurred due to the patient's pain condition spreading beyond the originally intended pain map. There is no allegation against a deficiency of the system.